Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as bubbles in line 6. The fse replaced the tubing and buffer syringe to resolve the issue. Date of birth:information not provided by customer. Weight:information not provided by customer. Ethnicity:information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous sodium (na) and chloride (cl) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided an example of the erroneous results for one (1) patient sample.